Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h6(type of investigation), h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse examined the logs and observed "no patient status available". No other alarms in the logs associated with this issue were observed. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a ¿no patient status available" alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.